Event description:
It was reported that after examining a remote transmission episode, unspecified over-sensing was noted on the implantable cardiac monitor (icm). No intervention was performed, and the patient will further be monitored. No patient consequences were reported.